Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a shaft fracture occurred the lesion being treated was located in the mildly tortuous, moderately calcified right coronary artery (rca). The shaft of the 4.0x12mm emerge balloon catheter broke while being placed onto the unknown guide wire, but did not enter into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a shaft fracture occurred the lesion being treated was located in the mildly tortuous, moderately calcified right coronary artery (rca). The shaft of the 4.0x12mm emerge balloon catheter broke while being placed onto the unknown guide wire, but did not enter into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the guidewire lumen. The hypotube was kinked 60 cm from the edge of the strain relief and a hypotube separation was 63 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The presence of blood in the guidewire lumen is indicative of handling beyond simply prepping of the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).